Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on (B)(6) 2015. According to the complainant, they noted that the device packaging was ripped and torn. It was also noticed that the sterile seal was compromised and the inner pouch was already opened. There was no patient or procedure involved in this event.

Manufacturer narrative:
Reported event of seal compromised. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Only the device was returned for analysis, without the packaging. Visual evaluation of the complaint device showed no issues. A functional analysis was performed and the balloon inflated without any issues. The complaint incident that the packaging was damaged and the sterile seal compromised could not be confirmed, as the packaging was not returned. The event occurred outside the patient during unpacking, preparation or shipping of the device and there is no evidence to suggest that the package seal was compromised or damaged prior to shipping or handling of the device during preparation. Therefore, the most probable root cause is handling damage.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on (B)(6) 2015.according to the complainant, they noted that the device packaging was ripped and torn. It was also noticed that the sterile seal was compromised and the inner pouch was already opened.there was no patient or procedure involved in this event.